Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while setting up a case, before the patient was in the room, the field representative (rep) turned on the system and the camera was unable to track instruments. The rep reseated the interconnect cable and the issue resolved. No patient present. Troubleshooting was performed after the case, the rep stated when the camera is unable to track instruments, there was no indication that it was disconnected or not getting power. There were no software indications and the camera had the green light illuminated as expected. The issue was intermittent, but technical services had the rep check the ndi toolbox and the positioning sensor unit (psu) and scu were connected with no faults. The event logs for the psu only had warnings of firmware mismatch that would resolve itself. The rep also checked self-test and all the main cart and camera cart connections were connected. The rep was able to recreate the issue and the ndi toolbox and self-test displayed connections normally. The rep disconnected the network cable from the scu and the amber light on the camera appeared (expected behavior) and the system began tracking instruments normally. The rep plugged the cable back in and the system continued to function normally. The rep then tried to replicate the issue with another main cart and when they reconnected the camera cart it did not connect. The rep logged into administration (admin) and checked the internal network status of the components and everything was connected. Once the rep logged out of admin the camera cart connected and began to mirror the main cart. The rep was unable to replicate the tracking issue again at the time of the call.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735820, ubd: unknown, UDI#: unknown h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.